Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor ruptured during filling. The device had been filled with 100ml of 2mg/ml naropeine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured february 11, 2015 ¿ february 12, 2015. The device was received for evaluation. Visual inspection was performed and found the ruptured bladder. The reported condition was verified, but the cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.